Manufacturer narrative:
MDR 1000317571-2023-00134 / device 9 of 10 e1: complainant country: (B)(6). Name of affiliation: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. A batch record review was completed, and no discrepancies were found. Aquacel extra 12.5x12.5cm 1x10pkster eur was manufactured under system application product (sap) code 1729907 and lot number 3a01712 manufactured on 13 jan 2023. Lot number 3a01712 was sterilised under order 21633148a and released on review of results of sterilisation provided by sterilisation company steris. All results were within specification and products were released. No nonconformity was registered during the manufacturing process of lot number 3a01712. This is the only complaint for the affected lot registered within database. No photographs were received for this issue so could not be evaluated in accordance with work instruction (wi). As no photo was received, the complaint could not be confirmed. As no photo and no sample were available for this complaint issue, it was not possible to raise a nonconformity (nc)/ corrective and preventive actions (CAPA) record to investigate, as it was not possible to confirm the complaint or identify the composition of the foreign matter. Previous nonconformances records have been opened, including black contamination on dressings, soiled product, and brown spots. These investigations do not look into the pmk manufacturing line, so are not considered to be relate to the nonconformity (nc)/ corrective and preventive actions (CAPA) already opened. A previous complaint has been received for contamination on a product resulting from the same manufacturing line, but no sufficient image was received for that complaint either. The pmk line in question has very few other contamination complaints, so no sufficient investigation for contamination on this line has been possible. Without images or sample dressings, it will not be possible to investigate this issue further. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 1000317571

Event description:
It was reported by the pharmacy of the hospital to customer service associate that there was a brown stain on the dressing. The product was used on patient with duration of use less than an hour, almost straight away. There was no harm reported. No photograph was received from the complainant.